Event description:
Dealer states the elevating legrests for an m91, on the left side, the legrest broke at the weld between where locks onto the pick lock system on the chair and the elevating portion.